Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. The customer also stated there was a circle on their insulin pump. Customer's blood glucose was 308 mg/dl. The customer had treated their blood glucose with the insulin pump. It was also found insulin was able to exit during a fixed prime. The customer was advised there may be possible site related issue due to a bent cannula or sit/set occlusion. No additional information provided.